Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The customer confirmed this issue occurred twice with two different patients. There were two complaint files opened in response to the customer complaint description. This complaint was opened in response to the initial occurrence ¿the nurse straightens the stent in-order to assemble it on the guide wire and while straightening the stent broke.¿ the device involved in this complaint was not returned to cirl for an evaluation. Therefore a documentation based investigation was carried out. The complaint was confirmed on customer testimony. As the device involved in this complaint was not returned for a lab evaluation, it was not possible to determine a root cause of this complaint. However a possible cause of the broken stent could be attributed to the amount of care taken during the straightening of the pigtails. It should be noted that according to the instructions for use supplied with this stent the customer is instructed that "care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent". The instructions for use notes section also instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." A review of the manufacturing records for the spsof-5-5 device of lot c1210696 did not reveal any discrepancies that could have contributed to the complaint issue. Upon review of complaints, this failure mode has occurred previously with this lot number. However, based on the information provided to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1210696. It should be noted that the other occurrence involves the other complaint file (pr175110) related to this complaint file. A review of the incoming quality control record for the component involved in this complaint did not reveal any discrepancies that could have contributed to this issue. Prior to distribution, all spsof-5-5 devices are subject to 100% inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
As reported to customer relations: "the nurse straighten the stent in-order to assemble it on the guide wire and while straightening the stent broke. The nurse replace in a new one and it happened again." Related to report # 3001845648-2017-00093.